Manufacturer narrative:
The initial submission of this event and mentioned history of driveline fault/ shortages was reported by the manufacturer under MFR. Report # 2916596-2018-00714 (submitted to the FDA via catsweb). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has a history of driveline fault/ shortages. This am the patients pump stopped and was on and off intermittently for 1 hour. The patient¿s alarm then transitioned to a controller fault alarm and the controller was changed out; and the controller fault has since resolved. Log file submitted for review revealed 42 pump stops, 18 low speed advisories on (B)(6) 2020 from 2:00am to 3:12am; including multiple strings of driveline fault alarms during the 8-day length of the file. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power until further investigation is completed. Additional information reported that the patient has had a previous distal end percutaneous lead (driveline) repair. The patient presented with dizziness and diaphoretic. The patient is currently on an orange none grounded cable and was connected to the orange unshielded cable at home while the alarms were occurring. The drive fault alarm returned 2 mins after the controller was exchanged. The banner remains on the screen. Since a full-length driveline repair was performed on (B)(6) 2017, there is not enough room for a second external driveline repair attempt. The x-rays received are unremarkable. The patient continues to have intermittent pump stops; however, was discharged home stable. No additional information received.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline faults, low speed, and pump stop events were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2020 at 23:15:33 to (B)(6) 2020 at 04:22:44, per the timestamp. Numerous yellow wrench advisory alarms associated with driveline faults were captured from (B)(6) 2020 at 23:15:33 to (B)(6) 2020 at 03:11:29. Numerous pump stop events with associated low speed/flow alarms, as well as low speed events, were captured on (B)(6) 2020 from 02:00:45 through 03:12:05 while the system was supported with the power module. Based on our complaint history and similarly reported events, the driveline faults, low speed, and pump stop events captured in the log file are consistent with potentially compromised wires within the patient¿s driveline; however, a specific cause cannot be conclusively determined through this evaluation. The account reported that the patient had a history of driveline faults and pump stops. The patient had experienced intermittent pump stop events for approximately one hour and was dizzy/diaphoretic during the event. The account later communicated that the patient was connected to an ungrounded patient cable during the pump stop events and a system controller exchange did not resolve the driveline fault alarms. An external driveline repair had been previously performed by an abbott technical services representative on (B)(6) 2017 (reported in manufacturer report number: 2916596-2017-00167) and there was not enough room to attempt another external repair. The patient had previously stated that they were not interested in any surgical procedures and the center did not believe the patient was a suitable pump exchange candidate due to their age (refer to manufacturer report number: 2916596-2017-00167 and manufacturer report number: 2916596-2018-03898). The patient was ultimately discharged home in stable condition and continued to experience intermittent pump stop events. The patient remained ongoing on (B)(6) until they expired (reported in manufacturer report number: 2916596-2020-01841). The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.